Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no reported impact to blood glucose. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.